Manufacturer narrative:
This case is a duplicate of pr 7999008 reported on MDR 1218950-2018-03453.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator had an opcheck failure. The hardware error log has therapy rfu errors. There was no patient involvement.